Manufacturer narrative:
The cts directed the customer to check the probe fittings were tight, reagent syringe, and cuvette wiper. The customer did not note any loose fitting and/or issues. The customer performed series of primes; the customer stated no further leaking was observed. Customer to run qc prior to processing patient samples. Cts discussed service if problems persisted. Issue was resolved through troubleshooting over the phone with cts. No service request was generated. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) customer technical support (cts) to report receiving cuvette not dry before first reagent dispense errors for probe a on the unicel dxc 600i synchron chemistry analyzer. The customer also observed colorless liquid on top of the reaction wheel cover under the cartridge chemistry reagent probe a home position. No injury or exposure to fluid was reported.